Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering insulin too slow. It is unk if blood glucose level was impacted.